Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Caller states he has an old rolls wheelchair of 43 years old and that the wheel has broken.